Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available then it will be submitted in a supplemental report.

Event description:
The surgeon, dr (B)(6) reported via fax that: a pt underwent a surgical procedure of thr due to coxarthritis on 1999. On (B)(6) 2011 he underwent a revision surgery due to the loosening of the implanted device".